Event description:
Additional information received reported that the patient¿s managing physician was only going off of what the patient reported to them, which was that she had a tia on (B)(6) 2015. Her managing physician reached out to the surgeon and he was not aware of anything either. The physicians were not suspecting the pump or drug as related as they had not changed anything for the patient since that time and she continued to thrive with her pump therapy. The physician¿s office had no further information to provide.

Event description:
It was reported that the patient was to have an MRI of the brain. The MRI was noted as not related to the device therapy. Previous strokes were mentioned that occurred prior to the device being implanted. It was reported that the patient ¿may have had a tia (transient ischemic attack) on (B)(6) 2015.¿ the type of medication being delivered via the device system was morphine. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).